Manufacturer narrative:
Evaluation summary: cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge split. There was contact with the patient and the procedure was completed the same day. Additional information was requested.